Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. The motor error alarm could not be cleared by pressing the esc and act buttons. The drive support cap was loose. The out of warranty insulin pump was not returned for analysis.